Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that an implant had a powdery residue on the implant on opening the device. Attempts to obtain additional information have been made; however, no more is available at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the initial medwatch. Device not returned. Additional information does not affect the root cause.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual evaluation of the provided photo shows that the product was not packaged in the required pouch during manufacturing. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. The condition of the device when it left zimmer biomet is non-conforming to specification. The root cause of the reported event (missing sterile pouch) is the operator not following the work instructions provided. The root cause of the reported event (damaged blister and debris in sterile packaging) can be attributed to transit damage. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.